Event description:
It was reported on 17-apr-2026 that the patient was hospitalized on (B)(6) 2026. At time of hospitalization, blood glucose level was 27 mmol/l. The patient was treated with insulin pen. The length of hospitalization was less than 24 hours.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.